Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the right ventricular (rv) lead implant attempt, the physician was upset that the lead had exhibited low sensing values and diminished r-waves. It was also noted the replacement lead was also exhibiting low sensing values after multiple positioning attempts, however they physician elected to use the new lead. No patient complications have been reported as a result of this event.